Event description:
It was reported that there were fluctuations, spikes, and high impedance readings observed with the right ventricular (rv) pacing lead. A lead fracture was suspected. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.